Event description:
Port a cath inserted on 8/15/96. Used once for chemotherapy and patency maintained with flushes until 8/7/97. On 8/7/97 pt rec'd cpt 11. On 8/14/97 rec'd 1000cc fluid for hydration. On 8/15/97 rec'd another 1000cc for hydration and nursing staff questioned if it was leaking. On 8/20/97 pt was to receive cpt 11, but when the catheter was flushed and dexamethasone injected, pt complained of burning in her arm, shoulder and neck. Pt transported to facility short procedure unit for removal under local anesthesia. A new port a cath was placed on 8/22/97.